Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to best of our knowledge.

Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading at the time of the phone call was 235 mg/dl. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.